Event description:
The surgeon was unable to insert the lateral poly inserts into the tibial tray. The inserts appeared to be too wide to fit the tibial tray implant. The knee was converted to an off-the-shelf knee implant system. Surgery time was extended by approximately 30 minutes.

Manufacturer narrative:
The surgeon was unable to insert the lateral poly inserts into the tibial tray. The inserts appeared to be too wide to fit the tibial tray implant. The knee was converted to an off-the-shelf knee implant system. Surgery time was extended by approximately 30 minutes. Returned device eval: the poly inserts were returned for eval. Inspection of the returned components confirmed that the inserts did not fit the tibial tray.